Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient presented in clinic. Upon investigation, the patient's pacemaker had premature battery depletion. The issue was caused by the pacemaker and the lead's unstable condition. The lead was a competitor's product. The pacemaker was explanted. The patient was in stable condition.

Manufacturer narrative:
The reported field event of premature battery depletion was not confirmed in the laboratory. The device was tested on the bench and using automated testing equipment and no anomalies were found.